Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to h6 to align with the information that was provided in the initial medwatch. Based on the results of the investigation, it is possible that the image failure was caused by a deformation of the video connector's contact pin. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed that the customer that the customer visera elite video system processor has a no image malfunction, ¿no image; there was no color bar when the device was turned on without connection to any other device¿. The customer reported problem was found during an unspecified procedure. The procedure was completed using another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported issue was not confirmed. The service inspection found the contact pin of the video connector was deformed. The device has not been repaired in the last year. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for the reported auto restart / no image failure. Based on the repair inspection the cause of the customer¿s reported issue was not confirmed/duplicate; therefore, the cause could not be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.